Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an infusion set tubing damaged event on 26-aug-2024. Patient reported that some kinks were present in the tubing. Blood glucose level was 260 mg/dl at the time of the event. Patient was hospitalized. Patient was treated with corrective bolus delivering and changed the infusion set. No further information was available.